Manufacturer narrative:
The reported complaint of "the head restraint on the autopulse platform (sn (B)(4)) was cut" was confirmed during the visual inspection. The probable cause for the reported complaint was due to mishandling. The autopulse platform was manufactured in february 2016 and no preventive maintenance was performed since the device was purchased. Upon visual inspection, noticed that both the head restraints on the top cover were cut. Unrelated to the reported complaint, observed missing screws from the platform's cover and crack on the front enclosure. The probable cause for the physical damage was due to mishandling. The top cover and front enclosure needs to be replaced to address the physical damage. In addition, unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance. The cause for the sticky shaft was due to normal wear and tear of the autopulse platform. The clutch plate needs to be deburred to address the sticky shaft problem. The autopulse platform failed initial functional testing due to fault code 29 (loss of brake connectivity) upon powering on. The observed error message is unrelated to the reported complaint. The root cause for fault code 29 was due to defective drive train motor, likely due to normal wear and tear of the device. The defective drive train motor needs to be replaced to address the fault code 29. The archive data review showed fault code 29 and multiple user advisory (ua) 41 (patient temperature sensor failure) error messages in (B)(6) 2019, which are unrelated to the reported complaint. Upon further investigation, observed that the temperature sensor response respectively to the temperature increase/decrease and confirmed the cable connection from the temperature sensor to the power distribution board (pdb) was not loose. The temperature sensor may have intermittent technical problems that were not able to directly identify during testing. The defective drive train was replaced with a good known drive train and the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Since the customer declined the quote for service repair, the defective drive train was placed back into the device and the autopulse platform was returned to the customer with the sticker "not for clinical use" placed on the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed that the head restraint on the autopulse platform (sn (B)(4)) was cut. No device malfunction was reported. No patient involvement. During investigation on 03/30/2020, the autopulse platform failed initial functional testing due to fault code 29 (loss of brake connectivity).